Event description:
This report is based on information provided by philips customer support and failure analysis personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips hs1 defibrillator indicating that the device had issued a "pads not usable" message while the device was in use on a patient. There was no reported impact to the patient, and the patient was reported transferred to a second AED to continue therapy.